Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) labortory. The device was explanted and repalced without incident.

Manufacturer narrative:
(B)(4). The device remains in service at this time. This report will updated upon receipt of additional information.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the local representative to notify them of this finding and recommend device replacement. Based on the rate of depletion we estimate that the device should be replaced by (B)(6)2014. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
To date, the device has not been received at boston scientific's return products department.

Event description:
This device is included in the lv capacitor 2014 cognis advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection noted tool marks on the case and header, and body fluid contamination in the lead barrels. The header-to-case bond and seal plugs were intact. All of the set screws operated normally. Attempts to interrogate this device were unsuccessful as telemetry could not be established. Information received from the field indicates that the device was capable of delivering therapy before it was explanted. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department in late-september 2015.

Manufacturer narrative:
(B)(4). Boston scientific received information from the local representative that device had been shipped to boston scientific via (B)(4). (B)(4) was contacted who had no record of the tracking number in the (B)(4) system. To date, the device has not been received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Upon return to boston scientific, the device will undergo detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.